Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely calcified and mildly tortuous right common iliac artery. A 7.0 x 20, 75cm mustang¿ balloon catheter was advanced for dilatation and the device was initially inflated at 18 atmospheres. However, on the second inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a 7.40x5.3x75 mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for analysis. The device had been subjected to positive pressure and deflated prior to return. A visual and microscopic examination found no issues with the tip, markerbands and shaft profile. A longitudinal balloon tear was identified in the balloon material. The tear was identified 12mm distal to the distal edge of the proximal markerband and extended 29mm distally along the balloon material. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the device was removed intact.

Event description:
It was further reported that the device was removed intact.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).